Manufacturer narrative:
Additional information has been provided in g.1., g.2., h.6. And h.10. The company representative observed four (4) surgeries. There were no system messages in the event log. The problem reported was not observed. The system was functioning as intended. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to function as intended; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that there was no phaco power before a surgical procedure. A company representative was called to trouble shoot and requested that they restart the system and try a new handpiece. The staff also mentioned that the balanced salt solution bag was leaking. The system was restarted and retuned and the procedure was completed after a minor delay.